Event description:
Customer reportedly obtained results of 97 mg/dl and 184 mg/dl within 10-15 minutes on the advantage system. Customer drank coffee between results, but stated there was nothing added to the coffee. No adverse event reported. Requested return of suspect system and replacement was sent.